Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were not able to connect their communicator to their implant. Patient stated they are getting the message cannot find the device. Agent walked patient through trying to connect and patient was seeing device not responding. Patient confirmed they were placing the communicator directly against their skin. 2 weeks ago, the patient said that they fell straight on their back because their dog ran into them and their leg got swollen up but they did not go to the hospital. The patient was redirected to their healthcare provider to further address the issue. Patient said that they have schedule for dexa scan for bone density. Agent reviewed information.(rep): additional information was received from a manufacturer representative (rep.) On 04/22/2025. The rep reported that the fall most likely attributed to the connection difficulties that for now it was working they have an appt. W/the dr. On (B)(6). Hopefully they will get more info.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.